Manufacturer narrative:
The clamp was discarded by the facility and was unable to analyzed. The representative tested the navigation system and confirmed that it was functioning as designed. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the short clamp spinous process was damaged. It would not anchor with the spinous process while screwing.